Manufacturer narrative:
The hdlc4 reagent lot number was 67451701 with an expiration date of 30-sep-2024. The gluc reagent lot number was 67427101 with an expiration date of 31-jan-2024. The last gluc calibration was performed on (B)(6) 2023 and it was ok with no alarms. The last hdl calibration was performed on (B)(6) 2023 and it was ok with no alarms. Qc recovery before the event was verbally provided by the customer and it was acceptable. The alarm trace did not show any abnormalities. The field service engineer (fse) found that the sample probe at the reaction cells was misaligned. He realigned the sample probe. The customer performed qc and it was acceptable. The fse did a performance check and the instrument was performing within specifications. The service actions (realigning the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with hdl-cholesterol gen.4 (hdlc4) assay and 2 patients' serum samples tested with glucose hk gen.3 (gluc3) assay on a cobas 8000 cobas c701 analyzer. Sample 1 (patient 1) was tested for hdlc4: initial result: 0 mg/dl. Repeat result: 59 mg/dl. Sample 2 (patient 2) was tested for gluc3: initial result: 0 mg/dl. Repeat result: 89 mg/dl. Sample 3 (patient 3) was tested for gluc3: initial result: 0 mg/dl. Repeat result: 110 mg/dl. No questionable results were reported outside the laboratory. The zero results prompted the repeat of the samples. The repeat results were deemed to be correct.